Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon tear occurred. During the unpacking of a 4.0mmx20mmx135cm (4f) sterling balloon catheter, it was noted that the balloon did not inflate properly as there was a tear noted on the balloon when the device was opened.